Event description:
Information was received that reported a patient was hospitalized in 2008 due to hyperglycemia. The reporter stated, that in 2007 at 9:30 pm, the patient had a blood glucose of "hi", additionally the patient had large ketones and was vomiting. The reporter began administering injections of humalog. At 1:00 am, the patient was brought to the ER where upon admission her blood glucose was 713 mg/dl. She was treated with IV fluids and insulin. The reporter did state that the patient has been having problems with elevated, difficult to manage high blood glucose. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.